Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised not to hot swap scopes. The unit should be powered down to remove and install scopes in the light source. Additionally, the error must be cleared before trying an additional scope or the same error would appear. The customer stated the video socket on the listed device was free of debris. The customer declined initiating a return material authorization (RMA) and indicated that the RMA would be initiated later. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The only issue found was a minor dent and minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported by the customer, the view elite video system center presented an unsupported scope error message. No error codes were present, only the unsupported scope notification appeared on the monitor. The issue occurred with two (2) scopes. The two (2) scopes operated properly on a second cart. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, error code e315 occurs when communication failure happens between scope and processor. The phenomenon seems to have occurred because something that inhibit communication between the scope and the processor happened temporarily; however, the cause of which cannot be confirmed from the quality inspection results (qir). The root cause of the lost communication between the scope and the processor could not be identified at this time. E2 / e3: three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.